Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable causes of the malfunction disconnection in the cable unit resulted in the endoscopic image not being displayed, damage to the cable unit led to loss of water tightness and disconnection in the cable unit caused absence of scope ID data. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the autoclavable camera head had a disconnection in the cable unit, resulting in loss of water tightness, failure to communicate scope ID and the endoscopic image could not be displayed. There was no patient involvement.